Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The analyst noted that the svc defib impedance warning triggered on (B)(6) 2016 for >200 ohms. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that a lead alert triggered due to high impedance on the superior vena cava (svc) portion of the right ventricular (rv) lead. The alert triggered due to the patient undergoing a non-invasive program stimulation (nips) procedure. The physician chose to turn off the rv lead at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.